Event description:
It was reported to distributor, by facility, per facility two nurses were transferring a resident from her bed to wheel chair when the cradle separated from the scale. Dropping the resident to the floor, she was sent to the ER for medical eval. This scale / cradle combination was affected by safety advisory notification / recall and per the facility there was a field correction refit kit sent to them. Facility stated that their maintenance team did the field correction fix. Signed copy of the refit work done by facility is on file. Distributor sent one of our svc team reps into this facility to evaluate the field correction refit that was done. This same facility had a similar incident occurring in 2007. Joerns replaced the entire lift and scale involved in this incident and issued RMA for inspection of this lift in question. RMA was issued to get lift back for eval. MFR of lift has been notified.